Event description:
Litigation papers allege the patient experienced pain and discomfort in his hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient experienced pain and discomfort in his hip. Update - ((B)(4) 2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified correct lot information for the femoral head and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, lot #, date received by manufacturer, manufacture date. Depuy still considers this investigation closed.